Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the adverse event resolved; the patient had no ongoing pain and the device was working fine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient experienced intense pain during an MRI. The patient's device was off at her arrival. Her implantable neurostimulator (ins) was checked demonstrating normal impedances. The ins was set in cycling mode as per protocol at 0.6 amplitude threshold. The patient felt a fluttered sensation on the left thigh which irradiated to the foot more than vaginal sensation. The patient then went in the scanner. Localizer sequence and shimming sequences were performed and uneventful. The mp-rage (magnetization-prepared rapid gradient-echo) sequence caused the problem. The patient experienced an almost immediate stabbing pain, boom it was there and sharp and intense. The patient stated it started around the back of her thigh/buttocks, wrapped around the inside of her thigh to the crotch area. The onset was immediate, with no build up. It was noted the sensation did not feel like a burning sensation. The patient hit the squeeze ball immediately, like with no more than one second delay. The techs immediately recognized the squeeze ball and stopped the scanner, likely within a few seconds. The patient stated the pain lasted about a few seconds in total. When the machine stopped the pain stopped at the same time. There was no lingering pain afterward. The techs entered to find the patient in tears, but otherwise she was completely aware and intact. The patient was moved out of the door and questioned in detail about what happened. At that point she was not distraught; she was clear, coherent, and very cooperative with questions. After ten minutes of discussion she left the table. The technologist was able to confirm that 9-10 seconds had elapsed on the scanner clock for the mp-rage sequence; the discrepancy might be caused but some other MRI activities the sequence begins with before embarking on the actual mp-rage. The techs were able to confirm that the tr head coil was being used, the correct sequence folder was in place, and there was no significant change in any sequence parameters except a higher receiver bandwidth. The ins settings were set as normal. The patient was brought to the radiologist afterwards; everything was discussed again, notes taken which were read back to the patient, and she agreed. The patient left the facility comfortably as she had entered it. On note, the patient described two other sensations, who distributions differ from the pain she felt: the stimulus device normally caused sensation down the back of the thigh; prior sciatica caused pain down from left center buttock down to toes; she affirmed that the stabbing pain from the scanner was in a different distribution. The radiologist pointed out that the gradient field slew rate of the prisma scanner was the same as the trio scanner. This meant that the induced electric fields would be the same. Thus, this was likely not due to patient's on a different scanner. Relevant medical history includes refractory overactive bladder with some residual stress urinary incontinence. If additional information is received, a follow-up report will be sent.